Event description:
Five endeavor resolute rx drug-eluting coronary stent systems were implanted in a patient's proximal lad, exhibiting 70% stenosis. The lesion was pre-dilated using a non medtronic 2.5mm x 15 mm balloon for 1 inflation to pressure of 8atms. It was reported that a dissection occurred on inflation of the first stent, length 18mm, diameter 3.0mm. Deployed at 12 atms. Post dilatation using a non medtronic 3.0 mm x 15 mm balloon to max pressure of 18 atms with 2 inflations. The dissection was treated by implantation of a second endeavor resolute stent, length 8mm, diameter 2.5mm, which resulted in further dissection. Deployed at 12 atms. A third endeavor resolute stent, length 8mm, diameter 2.5mm, was implanted, resulting in acute vessel closure and st segment elevation mi. Deployed at 8 atms. Post dilatation using a non medtronic 2.0 mm x 12mm balloon to max pressure of 8 atms with 2 inflations. Patient was stabilized by implantation of two further endeavor resolute stents, both length 18mm, diameter 2.25mm. Deployed at 6 and 10 atms respectively. Following intervention, there was an excellent angiographic appearance with 0% residual stenosis. There was no dissection. No further clinical sequelae have been reported. The physician alleged that all five endeavor resolute stents appeared larger in diameter than their labeled sizes. The stent delivery system for each device was returned for evaluation. The dimensional data collected during the evaluation confirmed that the returned device met the relevant manufacturing specification. It is possible that if measuring the stent angiographically, under visual magnification this may have altered the appearance of the stent on screen, making it appear larger than its actual size; however, as procedural cd images have not been provided for review, this cannot be confirmed. Review of the device lot history record, scrap report and quality control testing confirmed that no issues were encountered during manufacture that could have contributed to this event.

Manufacturer narrative:
Stent diameter appeared larger than labeled size. Evaluation: results: mi, root cause of stent diameter appearing larger than labeled unknown.